Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation due to failed to recharge their scs system for approximately 2 years. As a result, the ipg was not longer able to communicate with external devices and was deemed inoperable. Reportedly, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Postoperatively, effective therapy was restored and the issue resolved.